Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the screen was bland and alarming. No patient injury was reported.

Manufacturer narrative:
H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that no labels were removed and no physical damaged was noted with the returned sample. Functional evaluation during power up of the device was found to have a system fault on the screen display. The error code displayed indicates a faulty motor which was the cause of the stated problem. Results: the customer reported problem was duplicated during the investigation as an error code displayed upon powering up the device. Root cause of the reported issue would be attributed to a faulty motor as indicated by the system fault error code displayed. The motor will need to be replaced. Who caused the reported problem to occur is unknown. A manufacturing device history record DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device., corrected data: d4: correction: model number: 7400.